Manufacturer narrative:
The lead was returned without a reported event. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. All other damages found are consistent with procedural damage

Event description:
This report is to advise of an event observed during analysis.